Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 141222 biomet cc I-beam tray 67 mm lot # j33353267, catalog # 184762 series a pat std 28 3 peg lot # 478000, catalog # 185816 vanguard psr intlk fem lt 70 lot # 942870. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee revision surgery approximately 4 years after initial surgery due to ligament laxity, during the procedure it was noticed that the tibial bearing had cracked.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product determined that it has cracked/broken in the posterior medial portion. Small nicks and gouges were also found on the bearing. Material analysis on the returned product confirmed that the product was made of the correct material per print specifications. Review of the device history records identified no deviations or anomalies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.